Event description:
The user facility reported the subject device exhibited image blackout, damaged light guide lens, and peeling of adhesive on the bending section cover. The reported issue occurred after procedure. Reportedly, the subject device was inspected prior to use. There was no patient or user injury reported due to the event. The device is an olympus loaner. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, foreign material was observed in the forceps elevator. This report is being submitted for the malfunction found during evaluation (foreign material in forceps elevator). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
During inspection and testing, foreign material found in the forceps elevator was suspected to be due to insufficient cleaning of the device. In addition, service found the adhesive on the bending section cover had a sink area, the distal end was dirty, the image was not displayed due to damaged ccd (charge-coupled device) unit, all switch buttons were not working due to corrosion on the switch box, the endoscope cable could not be connected securely due to corrosion of the electrical connector, the scope identification (ID) was not displayed due to corrosion on the scope ID cable, and the light guide lens was scratched. There was a leakage due to corrosion of the electrical connector, and the scope connector. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected by following the instructions for use (IFU) which state: IFU (reprocessing manual) states infection risk caused by insufficient reprocessing as follows: ¿all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to correct information provided on the initial medwatch report, and to provide additional information received. Corrected information in b5.

Event description:
Additional information was received regarding the reported issues (image blackout, damaged light guide lens, and peeling of adhesive on the bending section cover): the reported issues were identified during incoming inspection of the returned olympus loaner device. The user did not report any issues with the device.